Event description:
It was reported an issue with dafilon suture. The client reported that the thread broke at least every second time it was used. Doctors extremely dissatisfied. The needle also came loose from the thread. Further information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding the same issue (needle detachment) from the same customer (no samples available). We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 12 closed samples and an open and unused sample with the needle attached to the thread. Needle attachment results conducted on the closed samples analyzed are 0.058 kgf in average and 0.045 kgf in minimum and fulfil the requirements of the european pharmacopoeia: 0.021 kgf in average and 0.015 kgf in minimum. Knot pull tensile strength results conducted on the closed samples analyzed are 0.057 kgf in average and 0.053 kgf in minimum and fulfil the requirements of the european pharmacopoeia: 0.035 kgf in average and 0.006 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements regarding needle attachment strength and knot pull tensile strength. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.